Manufacturer narrative:
Fujifilm initiated a recall on (B)(6) 2021 to alert customers of several patient mismatch issues existing in all synapse pacs 5 versions up to 5.7.210. Fujifilm submitted c&r report (1000513161-03/11/2021-001-c) to the FDA, which was classified as class ii and assigned recall number z-1348-2021 on 04/02/2021. No further investigation is necessary.

Manufacturer narrative:
Patient information unknown. The issue was evaluated and replicated in the fmsu lab; the cause was traced to a software configuration. This issue is very rare and requires many tries with large studies to reproduce; it is considered to be a very rare occurrence in a clinical environment. If any additional relevant information becomes available, a supplemental report will be submitted. Ref: internal complaint number (B)(4).

Event description:
On (B)(6) 2021 fujifilm medical systems USA, inc. (Fmsu) service department received a customer inquiry for assistance with synapse pacs. The powerjacket window can become out of sync and display the details for the previously loaded patient. On february 05, 2021 a risk assessment was performed to investigate the risk to patient safety. There was no patient impact, serious injury or death associated with this event. On february 11, 2021, the risk assessment was revised based on availability of new information. The issue is considered highly detectable by a healthcare professional; however this report is being submitted in abundance of caution.